Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow up. Review of the transmissions revealed noise on the right atrial lead which caused inappropriate automatic mode switch. Possible loss of capture was also noted on the lead. The patient exhibited a sinus bradycardic heartbeat. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition throughout.